Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia labcell sample manager and the centrifuge module. The cse determined that a gap was visible between the advia labcell sample manager track and the utilities cabinet. The cse sealed the gap and checked the sample manager robot functionality. The cause of the dropped sample tube is unknown. The cse verified that sample tubes were seated properly in the sample pucks and sample trays. The cse also verified that there were no dropped tubes during the sample manager robot pick and place functionality. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer reported a delay in processing a pediatric patient sample on an advia labcell sample manager. The decapped sample tube dropped inside the utilities cabinet and could not be used for testing. The patient needed to be redrawn. There were no known reports of adverse health consequences due to the dropped sample tube.